Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the insulin pump had off no power alarm. Customer¿s blood glucose was unknown at the time of incident. Drive support cap was normal. Customer states that insulin pump did not receive low battery alert prior to the off no power alarm. Customer states the contacts on the battery cap are neither missing nor damaged. The insulin pump will not be returned for analysis.